Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported high blood glucose. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The brother reported that the patient passed away in his home and was found four days later. He stated that his brother had been sick, had a cold, and had told him he had been having high blood glucose readings (no specific levels provided) and throwing up a lot. The patient also had apnea. Patient was not hospitalized prior to event. The brother replaced the pdm (personal diabetes manager) batteries, as when found the battery life had depleted, and noted that data history was not available in various areas. The brother reported that the cause of death was determined to be natural causes due to being a diabetic, as ruled by the medical examiner. An actual autopsy was not performed, due to financial reasons.